Event description:
Customer was trying out this seat cane in a home medical store when a leg broke. There was no injury.

Event description:
This seat cane with a broken leg is a recurrance of a failure last seen in 2016. The dealer did not have any accurate information about the user or the circumstances under which the break occurred. This report is being filed as the first follow-up to the original 2016 complaint.